Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address poly wear and osteolysis.

Manufacturer narrative:
Examination of the returned liner confirms a material fracture leading to disassociation. Material error was not identified. Edge loading of the device with probable neck impingement of the stem is likely factors. This may suggest the acetabular cup is positioned more vertically than recommended. Review of the provided x-rays by (B)(4) agreed with the previously made comments by dr (B)(6), the head does not appear to be centered within the implanted acetabular components. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened